Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; unable to verify e70 alarm in the alarm history due to history file overwritten noted. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, current test, a21 error test, basic occlusion, prime and displacement tests. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times. Customer's blood glucose level was 500 mg/dl. The customer treated her blood glucose level with a manual injection. The customer was able to rewind successfully. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.